Event description:
It was reported that paramedics transported the customer to the emergency room where the customer was subsequently hospitalized due to blood glucose (bg) level of 886 mg/dl, seizure, and loss of consciousness. Customer was treated with intravenous insulin and unknown fluids, and was released on (B)(6) 2021 with no permanent damage. Reportedly, the customer miscalculated the amount of carbohydrates consumed and subsequently delivered a bolus that was insufficient to cover carbohydrates consumed. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.